Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a scratches on screen and it was hard to see and insulin pump rejecting the new batteries also received multiple random no delivery alarms. The customer¿s blood glucose was unknown. Customer also reported that the insulin squirted out during priming and insulin pump alarmed several motor errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The test battery was removed and reinserted with no failed battery/bad battery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, motor error alarm, unexpected motor noise anomaly or rewind anomaly noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Analysis identified product meets specification? Yes. (B)(4).